Manufacturer narrative:
A medtronic representative went to the site to test the equipment. It was found that the fuses for the navigation system were open. The representative reported that the fuses for the navigation system were replaced to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect fuses have not been received by the manufacturer for evaluation.

Manufacturer narrative:
Patient information was not made available from the site. Device UDI not provided as this product is no longer manufactured. No parts were replaced. No parts have been received by manufacturer for analysis. Part not received by manufacturer.

Event description:
A medtronic representative reported that, while in a cranial resection procedure, the site's navigation system would not boot-up properly. No further details regarding the behavior, or specifically when it occurred, were provided. The surgeon opted to discontinue the use of the navigation system and halted the procedure to be re-scheduled. There was no harm to the patient reported.